Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/3/2024, it was reported by a sales representative via email that an ar-2260 distal biceps repair implant system needle broke off of the suture and the button inserter would not function properly. The patient was not affected. This was discovered during a procedure on (B)(6) 2024. Additional information received on 10/18/2024: this was discovered on the back table during a distal bicep repair procedure. The case was completed using peel-packed instruments, which delayed the procedure for about five seconds.

Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.